Event description:
It was reported that a missing pace which was suspected to have been caused by a pacing failure or oversensing was observed on an electrocardiogram (ECG) one week post-implant. Analysis revealed there was a potential for a qrs missing pace in 1 hour and 30 seconds. In addition, undersensing of the p-wave was observed as well. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: product ID 5086mri52 implantable pacing lead, implanted: (B)(6) 2013. (B)(4).